Event description:
Patient¿s mother contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, patient experienced a hypoglycemic event and was tended to by the nurse at school. Patient¿s mother reports that patient¿s cgm values were 64 mg/dl while bg was measured at 29 mg/dl. At the time of her call to dexcom technical support, patient¿s mother reports that patient was feeling well.